Event description:
The patient had a wide necked aneurysm in the right paraclinoid / ophthalmic artery that was to be treated in a staged procedure. This report relates to the first procedure to perform balloon assisted embolization in which four coils were placed successfully. As the physician was withdrawing the balloon, a non boston scientific device, the guidewire inside the balloon entered the aneurysm and pulled out two loops of the first coil [subject device]. A stent was placed to secure the coil mass. There was no reported clinical consequence to the patient who has been discharged from hospital.

Manufacturer narrative:
Coil protrusion.